Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with stamey urethropexy due to severe sui on (B)(6) 2000 and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that patient underwent hernioplasty on (B)(6) 2015 due to enterocele, and rectocele repair. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.